Event description:
Additional information received reported there was "no inciting event" though the patient felt the implantable neurostimulator (ins) was not as effective as before since the battery replacements on (B)(6) 2012. There were no abnormal impedance measurements. There had been numerous reprogramming sessions since (B)(6) 2010, but none have been optimal though the patient still responded to stimulation. Patient symptoms included worsened cerebellar tremor in both hands. There was no hospitalization as a result of the event. Refer to manufacturer report # 3004209178-2012-08368.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 3387-40 lot# j0326875v, implanted: 2004 (B)(6), product type lead product ID, 3387-40 lot# j0326875v, implanted: 2004 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. After implant, the system worked for three days then stopped. The device was reprogrammed again; it worked for a couple days, then stopped. After implant the devices "have been terrible". The system "just wasn't working." The implantable neurostimulator was on at the time of report. The patient was working with his physician regarding the event. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report# 3004209178-2012-08368.